Manufacturer narrative:
(B)(4). It was reported that the patient had recovered from the peritonitis event. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. On unreported date(s), the patient was treated with magnex injections (1 gram, daily, intraperitoneally (ip), duration not reported), vancomycin injections (1 gram, once in four days, ip, duration not reported), and amikacin (250mg, daily, ip, duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or had recovered from the peritonitis event. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.